Event description:
The customer reported that when they flushed the double lumen "y" connector, they noticed that one of the lumen extensions was split and leaked saline. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). The model #/catalog # identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.